Manufacturer narrative:
Service was dispatched to the site on (B)(6) 2011 for this event. The field service engineer (fse) performed a routine system check and a high sensitivity system check. Both generated acceptable results within established specifications. The fse verified ultrasonic performance with no issues noted. No hardware issues were identified. The instrument performed according to specification. A definitive root cause for this event has not been determined to date. Mdrs associated with this event: 2122870-2011-02275.

Event description:
The customer reported erratic and erroneous cardiac troponin (accutni) results were generated on an access 2 immunoassay system for two patient samples. This is report two of two and represents the erroneously elevated accutni result, generated on an access 2 immunoassay system for one patient sample on (B)(6) 2011. These accutni results were reported out of the laboratory. The patient was transferred to a heart hospital based upon the erroneous accutni result. It is unknown whether there was modification to patient treatment post hospital transfer. Instrument accutni quality control results were performing within customer established ranges prior to, and on the day of the event. The day after the event, accutni qc results recovered 2 standard deviations lower. An instrument system check performed prior to the event passed instrument established specifications. At the time of the event, the customer indicated that they removed the accutni reagent pack and identified "bubbles at the top", so the reagent pack was replaced. The initial sample was collected in a plastic sample tube with a gel separator and centrifuged prior to testing. It was stored at room temperature. The sample appeared "normal" in appearance without any visible abnormalities.